Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) to report that the capstan latch was not staying locked and would unlock during testing. The customer informed siemens that an operator performed troubleshooting and stated that fluid from the cuvettes splashed onto her face and mouth. The operator noted the issue was intermittent, and the error # 061 (cuvette wheel cannot find position) was produced by the dimension® exl¿ with lm integrated chemistry system. The customer informed siemens that there was no slip, trip, or fall because of the fluid splash and that the top-seal was not sealing cuvettes at the capstan. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens reviewed the information provided and services performed, which included replacing the cuvette capstan motor assembly and the top-seal. The alignments and operation of the top-seal assembly were verified, and there were over one hundred (100) cuvettes that were sealed correctly, and there were no errors. The cse ran a system check followed by quality control (qc) testing. The results were within acceptable and expected ranges, and the system was fully operational post-service repairs. Siemens confirmed that the dimension® exl with lm integrated chemistry system operator's guide, pages 2-2 (daily setup, cleaning and emptying cuvette waste), includes a warning message "the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. Follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures." It is unknown if the customer wore proper personal protective equipment (ppe), including a face shield. Siemens concluded that the reported behavior is an isolated event. Siemens verified the system's operation, and no further evaluation was required.

Event description:
The customer informed siemens that an operator's face was sprayed with fluid from the dimension® exl¿ with lm integrated chemistry system. The customer noted the operator was wearing personal protective equipment (ppe), and the event occurred while the operator performed troubleshooting on the capstan latch. The customer stated that the operator was not hospitalized but received first aid treatment at the emergency room, which included an eyewash and prophylactic treatment. There are no reports of patient intervention or adverse health consequences due to the event.